Event description:
It was reported that the arctic sun device was having flow issues and would be sending it in for the 2000-hour preventive maintenance. As per additional information received via phone on 03nov2022, the therapy started 2 days. They were getting alert 01 (patient line open) and alert 02 (low flow) and alert 103 (unable to communicate settings). They stated that they have been getting this issue from the time they started therapy. Nurse was away from room when biomed was troubleshooting. It seemed the flow rate was zero at this time. After several attempts they were able to have them access to system diagnostics showed inlet pressure was -0.2psi, circulation pump command was 100 percentage, flow rate was 0lpm, system hours were 1918, pump hours were 1833. Mss asked to disconnect and reconnect pads and they had the nurse come in and help. Nurse performed the task and asked nurse to try restarting therapy. Nurse stated that they did not want to run therapy, they were just monitoring patient temperature, but the device was taking temperature way above target. Also stated that they were getting an alert 113 (reduced water temperature control) not an alert 103 (unable to communicate settings). It was also stated that representative came by and suggested they change the pads yesterday. Another nurse came in and stated they changed the target to 33.5c but the patient was 38c. Mss had nurse to send screen shot of the graph which shows therapy had been running for hours and had only recently stopped. The patient temperature was 36c, target temperature was 33.5 in rewarm, water temperature was 28.3c and water level was at 2/4 bars. Nurse placed device in manual control at 4c the mixing pump command was 100 percentage, chiller temperature (t4) was at 4c. Mss advised nurse to stop therapy then empty and disconnect pads and send this device down to biomed. Biomed stated that as far as they know they were not using it for therapy, only to monitor patient temperature. On second call same nurse with same device stated that they were still getting alert 01 (patient line open) and alert 02 (low flow). Mss advised nurse that if the mixing pump had failed the flow was irrelevant, but nurse was insisting on troubleshooting more. Nurse had already disconnected and reconnected pads during the last call. Mss had nurse to check fluid delivery line for damage and nurse must have unkinked the tubing because flow increased to 3.2lpm and stayed there for the rest of the call. The machine continued to alert 01 (patient line open) even though the flow was at 3.2lpm. Nurse also stated that they closed the alert each time. Mss recommended to nurse when therapy was completed so that they could download patient data. Also advised nurse to check back and check in later. Biomed stated that as far as they know they were not using it for therapy, only to monitor patient temperature. Per sample evaluation results received on (B)(6) 2023, the arctic sun device was primed to fill. It was reported that a potential root cause of the reported issue could be a failure in the fluid delivery line. It was stated that the fluid delivery line not returned for evaluation flow issue might be related to it. It was also stated that the test mixing pump was installed to cool. It was noted that the l-tube and double l-tubing appear distended or expanded. It was also noted that the l-tube, double l-tube, and flow meter were replaced preventatively.

Manufacturer narrative:
Per investigation findings, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device was having flow issues and would be sending it in for the 2000-hour preventive maintenance. As per additional information received via phone on 03nov2022, the therapy started 2 days. They were getting alert 01 (patient line open) and alert 02 (low flow) and alert 103 (unable to communicate settings). They stated that they have been getting this issue from the time they started therapy. Nurse was away from room when biomed was troubleshooting. It seemed the flow rate was zero at this time. After several attempts they were able to have them access to system diagnostics showed inlet pressure was -0.2psi, circulation pump command was 100 percentage, flow rate was 0lpm, system hours were 1918, pump hours were 1833. Mss asked to disconnect and reconnect pads and they had the nurse come in and help. Nurse performed the task and asked nurse to try restarting therapy. Nurse stated that they did not want to run therapy, they were just monitoring patient temperature, but the device was taking temperature way above target. Also stated that they were getting an alert 113 (reduced water temperature control) not an alert 103 (unable to communicate settings). It was also stated that representative came by and suggested they change the pads yesterday. Another nurse came in and stated they changed the target to 33.5c but the patient was 38c. Mss had nurse to send screen shot of the graph which shows therapy had been running for hours and had only recently stopped. The patient temperature was 36c, target temperature was 33.5 in rewarm, water temperature was 28.3c and water level was at 2/4 bars. Nurse placed device in manual control at 4c the mixing pump command was 100 percentage, chiller temperature (t4) was at 4c. Mss advised nurse to stop therapy then empty and disconnect pads and send this device down to biomed. Biomed stated that as far as they know they were not using it for therapy, only to monitor patient temperature. On second call same nurse with same device stated that they were still getting alert 01 (patient line open) and alert 02 (low flow). Mss advised nurse that if the mixing pump had failed the flow was irrelevant, but nurse was insisting on troubleshooting more. Nurse had already disconnected and reconnected pads during the last call. Mss had nurse to check fluid delivery line for damage and nurse must have unkinked the tubing because flow increased to 3.2lpm and stayed there for the rest of the call. The machine continued to alert 01 (patient line open) even though the flow was at 3.2lpm. Nurse also stated that they closed the alert each time. Mss recommended to nurse when therapy was completed so that they could download patient data. Also advised nurse to check back and check in later. Biomed stated that as far as they know they were not using it for therapy, only to monitor patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned